Event description:
This device malfunction is being reported based upon the device evaluation. The complainant reported that a renegade catheter was being prepared for therapeutic use on a pt. During the clinician removal of the device from the packaging, the physician reported that there was "visualization of abnormal distal extremity". The physician did not attempt to use this device on this pt. Several attempts were made to obtain a more definitive explanation of the problem observed with the device, and obtain additional pt information, all attempts were unsuccessful. On march 20, 2007, the inspection of the returned device found that it exhibited a broken shaft.

Manufacturer narrative:
A review of the device history record of the renegade hiflo catheter (batch number 8774077) was performed; no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that the catheter met all material, assembly and performance specifications. The catheter was returned inside the dispenser coil. A guide wire was present inside the catheter lumen with 0.9cm protruding from the proximal end and 22.1cm protruding from the distal end. Saline was present inside the dispenser coil. This indicates that during the event the catheter was removed from the dispenser coil and a guide wire was inserted. The guide wire is not packaged inside the catheter; therefore, the guide wire must have been inserted into the catheter at the complainant facility. The complaint description indicates that a physician noticed the damage when the device was unpacked. If this was indeed the case, it is unk why the guide wire was inserted into the catheter. During the visual evaluation of the device a break was found to be located on the shaft, and was 6.8 from the proximal end. In addition, 2cm of inner braid was exposed. A small amount of blood could be seen on the exposed braid. Following removal of the guide wire from the catheter, the guide wire was examined. A bend was present 6.5 cm from the proximal end of the guide wire. The dispenser coil for this batch has a distal and proximal port. The dispenser coil should be flushed from the distal port prior to removing the catheter from the dispensor coil. A flush label attached to the dispenser coil indicates that the dispenser coil should be flushed using the distal port. A potential root cause of the catheter breaking is due to inadequate flushing or flushing through the proximal port. It is likely that the catheter broke during removal from the dispenser coil. A design change for this product was implemented in august 2006 which removed the proximal port from the dispenser coil per the initiated CAPA. This lot was manufactured in june 2006, prior to implementation of the action. Boston scientific manufacturing processed include extensive testing and inspections to ensure each product meets all material, assembly and performance specifications. This reported defect will be monitored and trended through the monthly complaints review board. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family.